Event description:
This rv lead was implanted on (B)(6) 2005. And remains implanted at this time. A call placed to technical services on (B)(6) 2017, stating that this rv lead was involved in an infection. And was plan to be extracted the next day. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).